Manufacturer narrative:
The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: lead, mode: lmn10450-50a, UDI: (B)(4). Serial:(B)(4). Batch: 7868092. Lead, mode: lmn10450-50a, UDI: (B)(4). Serial: (B)(4). Batch: 7868092. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2022 and the whole system was explanted.